Manufacturer narrative:
Date sent: 12/18/2007. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap nephrectomy procedure, both the renal artery and vein were placed into the jaw of the device. Stapler was closed and held for 20 seconds. After firing the stapler and opening the jaws, there was renal artery hemorrhage resulting in an emergency laparatomy on the patient. The stapler line did not completely form. Had to transfuse six units of blood into the patient. The patient was sent to ICU following surgery.